Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was found to be the cause of the reported high hv lead impedance. (B)(4).

Event description:
It was reported that when patient presented for a follow-up, an alert for high, out of range hv lead impedance was observed. During revision after cleaning the connections and reinserting the leads to the device, the same high value was observed. The leads tested normal values with the pacing system analyzer. The decision was then made to explant and replace the device. The patient was in good condition post-procedure.